Manufacturer narrative:
The pt was revised to remedy a dislocation after 2.3 yrs implanted. The liner head and shell were explanted, only the head was replaced with a djo surgical product - shell and liner were stryker products. The device was not returned for investigational review. No info was provided regarding pt activity, accidents or medical contra indications that would contribute to or cause dislocation. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the 5th complaint for this part number, no others for this lot #. The cause for the dislocation was not determined but could be due to soft tissue laxity, trauma, or excessive pt activity. There are no indications of material, design or mfg problems which would contribute to dislocation.

Event description:
Pt had dislocation. Took out liner shell and head. Re-implanted shell and liner using stryker products. Put in a size 22mm/+4 head of ours in.